Event description:
Customer reported that she was hospitalized for low blood glucose. Customer stated that she was confused, and could not talk prior to hospitalization. Troubleshooting was performed and pump appeared to be operating normally, no further details provided at time of call.

Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the event, as product has not been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.